Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial insertion of the super arrow flex (saf) device for placement of a temporary pacemaker, the dilator tip was observed to be damaged and could not be advanced through the femoral vein. The affected device was removed and replaced with another device. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required.